Event description:
A complaint was received from a customer that reported that the elite system would not "come on at all". While on the phone a review of the system was conducted. It was learned that the meter was activating but numerous portions of the display were not functioning. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.